Event description:
Smoke and burning smell observed (no flames) from operating room (or) table. This was a wet case but was properly draped - clinicians do not feel that the or table got wet at all. Unplugged the table and completed the case with no further incidences; no harm to patient. Or table remained unplugged in empty or room - several hours later smoke and burning smell noted due to the battery still being in the table - table safeguarded by using fire extinguishers although no flames reported.what was the original intended procedure?laparoscopic supracervial hysterectomy.